Event description:
It was reported that the patient developed an infection at the lead site due to an open sore that would not heal. No device malfunction was suspected, and the cause was unknown. It was also believed that the infection was not procedure related. The patient was placed on antibiotics with no success and the patient underwent an ipg and leads explant procedure. The patient was doing well postoperatively, and the explanted device components were retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in september, when patient began treatment. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).